Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained via an unspecified vein. The 90% stenosed target lesion was located in a shunt in the severely calcified and moderately tortuous left upper arm. The 6.0 x 40, 40cm mustang balloon catheter was inflated and ruptured at 22atms upon the first inflation. The device was removed intact from inside the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained via an unspecified vein. The 90% stenosed target lesion was located in a shunt in the severely calcified and moderately tortuous left upper arm. The 6.0 x 40, 40cm mustang balloon catheter was inflated and ruptured at 22atms upon the first inflation. The device was removed intact from inside the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: initial examination of the returned device noted that the balloon material was fully deflated but was not wrapped around the shaft of the device. There were traces of blood present inside the balloon. An attempt to inflate the balloon material failed due to a pinhole leak located 6mmm proximal to the proximal edge of the distal markerband. A visual and tactile examination of the shaft of the device found no anomalies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).